Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) migrated superiorly and posteriorly in the scrotum, resulting in pain and difficulty locating the component; therefore, a surgical procedure was performed to remove and replace the pump. No additional patient complications were reported.